Event description:
Patient intubated at 0900 with size 8 ett (endotracheal tube). After successful intubation, we were unable to fix the patient's air leak. We then decided to reintubate with a tube exchanger. Once he was reintubated, the air leak was no longer a problem. Ett examined and it was found to have a leak/hole in the balloon of the ett. This is the third time this week with this same product. Ett placed in a clean bag and given to charge nurse if needed for further inspection.